Event description:
It was reported that the patient, who had an artificial urinary sphincter (aus) device had recurring incontinence due to suspected urethral atrophy. The aus device was removed, and a new aus device was implanted. There were no further patient complications.